Event description:
It was reported that the central nurse's station failed to provide an audible alarm when the nibp alarm limits is breached. No consequence or impact to the patient.

Manufacturer narrative:
H10: additional narrative: customer reported that nibp alarms were being silenced. This is different from notification (B)(4) in that it was reported that spo2 alarms were being silenced in that respective ticket. Service requested: troubleshooting service performed: troubleshooting customer was informed that they could change the password from 1234, but the time as the password could not be changed. Investigation results: the root cause of the issue was identified to be user error and customer not understanding functionality of their device. The customer's nursing staff has been silencing nibp alarms. Silencing alarms from the central station can make it so that other devices (bedsides and etc.) Do not alarm as well. The nurses knowing the password to the back-end is not related to the act of silencing alarms as users are capable of doing so from the front-end of the device. This is not an nk device or software malfunction but rather the customer's nursing staff not being sufficiently trained on their facility's protocols for the occurrence of a patient event. Although the default password (1234) can be changed, the time as the password is unable to be changed as it is a permanent part of the system's design. The customer was informed of this and there is no indication of device design deficiency. This complaint record can be qa closed as investigational information within the record documents that the issue was caused by the nursing staff manually silencing nibp alarms without administrative permission. Corrected information: f9. Approximate age of device: incorrectly calcuated .

Manufacturer narrative:
It was reported that the central nurse's station failed to provide an audible alarm when the nibp alarm limits is breached. Log files has been received for analysis. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central nurse's station failed to provide an audible alarm when the nibp alarm limits is breached. No consequence or impact to the patient.